Event description:
The patient underwent implantation of a neurostimulation system for essential tremor in 1999. The patient's atty contacted the manufacturer alleging "injury and damage sustained as a consequence of the failure 2 months later of the device implanted in the patient. The lead wire between the percutaneous connector and the probe just above the connector broke."